Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was and were not configured, a field service engineer powered down and reseated all bus connections. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed drawer and required maintenance. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.